Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Stem implant would not seat to level of final broach. Stem sat approx. 5mm proud.

Manufacturer narrative:
An event regarding a seating height issue involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned stem was visually unremarkable and was determined to be the correct size. Further to this a review of the igs included in the DHR did not suggest any evidence of a dimensional issue with the lot. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. There was no evidence of a dimensional issue on the returned device which was found compliant to specification. No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Stem implant would not seat to level of final broach. Stem sat approx. 5mm proud.